Event description:
Hill-rom received a report a hill-rom technician stating the nurse call was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the comm cable being partially pulled from connector at the nurse call power control board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced with a new cable assembly to resolve the issue. Based on this information, no further action is required.